Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm insulin pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error, power error, and delivery alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm, post reset ram crc alarm and a broken force sensor detected during seating on the insulin pump. Customer¿s blood glucose level was 211 mg/dl. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message. Customer replaced the battery however it would die out quickly and they received the post reset ram crc alarm. Troubleshooting was unable to resolve the issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.